Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 89 to 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose. The customer is currently taking insulin to manage diabetes. On (B)(6) 2016, a blood test was performed by the customer and at 04:00am produced test result of 142 mg/dl and at 07:00am produced test result of 142 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.